Manufacturer narrative:
Follow up report - resolution and disposition: the manufacturer's field service engineer replaced the backup battery to address the problem.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's field service engineer reported that while servicing the ventilator, the backup battery failed testing. The manufacturer's field service engineer reported there was no patient involvement.